Event description:
When disconnecting portable unit from reservoir unit, qdv on base came loose and spilled liquid oxygen on pt's hand and forearm. One blister occurred, no other injuries. Qdv nut had loosened causing liquid oxygen to come out qdv sides.